Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2011. It was reported that during a stenting treatment procedure, the stent delivery system would not cross the lesion. The 75% stenosed target lesion being treated was located in the severly calcified and severly tortuous left anterior descending (lad) artery. The lesion was pre-dilated with a 2.5x15mm non-bsc balloon. A 3.50x32mm taxus liberte stent delivery system was then advanced, however, it was unable to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status reported is stable. However, the returned product analysis revealed stent damage.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: a visual and microscopic examination of the device identified that the tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. A strut row towards the distal end of the stent was raised. A number of strut rows proximal to this damage were raised from the balloon and a number of rows proximal to the raised area were squashed. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).